Manufacturer narrative:
The electrodes were described as being square foam and clear round and the pt indicated that he was only aware of one product catalog number associated with a tab style electrode and that was 2360. He had more than one type of electrode used in the procedure. The electrode placed on the chest was not this specific electrode. Without lot numbers we can not provide the expiration date or the manufacture date. (B)(4). The suspected electrode is 2235 which was placed on the chest areas and this product is a preamendment device. The 2360 is a used in resting procedures and the 2235 is used in ECG monitoring procedures. Product was not returned so no analysis could be performed.

Event description:
It was reported by a pt that under the center gel of the electrodes placed on his chest (below right nipple) and on his wrist the areas became red and itchy. He rubbed alcohol on his mid chest (under right nipple) that had 4 little blisters which then broke open and bled. The electrodes were applied by ER and reactions occurred two days later. Reportedly his doctor treated him with triamcinolone and an antibiotic. He was not able to provide the name of the antibiotic.